Event description:
After extubation post adeniodectomy, the pt had a 60 mm guedel oral airway in place. She bit down on the bite block causing the color-coded insert to pop out. Because the child was on her back, the insert fell into her oropharynx, necessitating retrieval by the anesthesiologist with forceps. There were no adverse effects.